Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 200-400 (mg/dl) and high ketones. Manual injections and pump boluses were used to address bg levels. Reportedly, customer was unsure if they were properly inserting their infusion site and loading the cartridge. Customer has since reverted to manual therapy and a non-tandem pump for diabetes management. Recommendation was made to contact tandem technical support once pump therapy is resumed so that customer can be walked through the load process and infusion set insertion. It was also recommended that the customer contact their health care provider to further discuss diabetes management.